Event description:
In 2008, molift group rec'd info through its us subsidiary, about an incident including a smart-lift in a private home. The family of the pt has reported that the column of the lift fell forward when the pt was being lifted. The pt fell to the floor. The pt was sent to the hosp where they found that he had a broken leg. The smart-lift is a portable lift that is meant to be folded for stowing or transportation. Most users of the smart-lift will fold/unfold the lift on a regular/daily basis, and the assembly/disassembly of the lifter is therefore made to be very easy and safe. The operator manual describes in detail how the lift shall be folded and unfolded. In the operator manual the assembly is described as follows: "spread the legs to initial operation position. Lift up and rotate the lifting colum and press it down into the bracket as shown in the illustration." If the lift is being assembled without spreading the legs to initial operation position, the intention of the design is that the column will not be fixed to the chassis. This is to avoid the use of a lift that is not assembled correctly. The family has report that the lift has never been folded for stowing or transportation since it was first time assembled by the family. The lift was purchased on 07/31/06.